Event description:
It was reported by the clinician that a 3-lumen cvc was being placed subclavian in an obese female in ER. Md experienced resistance while inserting spring wire guide (swg). He began to thread catheter over swg and experienced more resistance and catheter kinked. Pt was resisting insertion and becoming claustrophobic under drape. Md removed both the catheter and swg. The next day, pt was x-rayed for another issue and they noticed a piece of swg that had sheared off during cvc placement. Pt was transferred to main hosp location, and a vascular surgeon removed retained piece of swg. It was noted swg was in pt's subcutaneous tissue and fluoroscopy was performed to make sure everything was removed. Pt was discharged the same day, and there were no complications reported. Md stated this was not a product defect, he was at fault.

Manufacturer narrative:
Sample will not be returned for evaluation.